Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Note: manufacturer contacted customer on 7/10/2015 in a follow-up call in order to ensure the customer's condition since the initial call;customer condition improved. No symptoms or medical attention reported since the original call. Customer states that the meter is reading low for her. She accept the replacement. Customer satisfied. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Customer called initially for training on how to run control solutions. I instructed customer how to run controls for true test solution lot # 5ac1879 with results of 47 within range. After running controls customer stated she was concerned with her meter displaying results she considers are not accurate for her. The customer feels well and did not report any symptoms. Medical attention is not reported because of the actual blood glucose results. The product is stored according to specification. The test strip manufacturer's expiration date is 5/19/2018. The meter memory was not reviewed for previous test result history. I offered to replace her true result meter and customer refused, stated she will let communicate to her doctor her blood sugar levels. Customer disconnected the call .